Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2017-02898.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, a 26mm sapien 3 valve was successfully deployed. During the retrieval of the delivery system, resistance was encountered. Cine imagery showed a ¿hook¿ like shadow which appeared to be the ¿peeled¿ radiopaque marker on the sheath distal tip. The physician was instructed not to forcibly pull the delivery system any further. Blood was also observed in the inflation device. It was determined that the delivery system balloon had been damaged and got ¿stuck¿ at the sheath tip. The femoral artery to the iliac artery was surgically exposed. The common iliac artery was ¿blocked¿ and the puncture area of the femoral artery was minimally surgically opened. The system was successfully withdrawn. The radiopaque marker on the sheath was exposed and appeared ¿about to come off¿. The sheath liner was torn and appeared to be delaminated from the shaft. The delivery system balloon was also noted to be torn at the I/c bond. Following the closure of the wound, angiography showed a ¿fluffing¿ like image in the external iliac artery. A stent-graft was placed from the contralateral side and the procedure was completed. The patient was transfused with 6 units of blood. The blood pressure soon recovered to 100 mmhg to 120 mmhg. The patient was transferred from the operating room in stable condition. The commander delivery system was returned to edwards lifesciences for evaluation. During the pre-decontamination evaluation, the guidewire lumen was observed to be separated. The distal tip/nose tip was separated from the delivery system. The native annular diameter measured 24.1mm by CT. Moderate valvular calcification and no aortic root calcification was reported. The access vessel minimum luminal diameter (mld) measured 5.6mm with mild calcification and moderate tortuosity reported.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The delivery system was returned to edwards lifesciences for evaluation. The delivery system was received inserted through the sheath. The devices were separated for evaluation; the guidewire shaft was cut to remove the distal section of the delivery system from the sheath. Visual inspection revealed the crimp balloon was torn near the bond to the inflation balloon. The guidewire shaft was separated from the nose tip and there was evidence of adhesive on the guidewire indicating that the guidewire was bonded. The inflation balloon ¿legs¿ were flared outward and the balloon spring was bent, but intact. Due to the condition of the device, no functional testing was performed. Dimensional analysis of the double wall thickness was performed on the crimp balloon along the balloon separation. All measurements met specification. The work order review did not reveal any manufacturing issues that may have contributed to the reported event. No deficiencies with the IFU or training manual were identified. Procedural cine imagery was also reviewed. Cine showed the delivery system was retracted into the sheath tip, but with the sheath marker proximal to its normal location. Photos of the device post procedure show the delivery system retracted into the sheath shaft with the distal sheath liner delaminated. The photos indicated that the sheath and delivery system were removed together. A patient 3mensio report was also reviewed. The images show tortuous and calcified access vessels. A review of the complaint history and lot history did not reveal any indications that a manufacturing non-conformance contributed to this event. No deficiencies with the IFU or training manual were identified. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in pra (B)(4). If the physician performed the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Per imaging review, tortuosity was present in the aorta. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The flared balloon legs indicate that the observed withdrawal difficultly likely occurred when the torn balloon was retrieved into the esheath. The balloon legs may have caught on the sheath tip, flaring them and preventing retrieval of the delivery system fully into the sheath. Difficulty retrieving the delivery system may have resulted in higher forces being applied to pull the system back. This is the likely cause of the guidewire shaft separating from the nose tip. In this case, the reports of the balloon torn ¿ delivery system ¿ withdrawal difficulty from valve, vasculature and distal nose tip separation were confirmed based on the visual inspection of the devices. Procedural factors (post valve deployment withdrawal difficulties of the delivery system), in addition to patient factors (access vessel calcification, moderate access vessel tortuosity) likely contributed to the torn balloon. The flared balloon ¿legs¿ of the torn balloon may have contributed to the difficulties withdrawing the delivery system into the sheath, resulting in higher forces being applied to pull the system back, and subsequently contributing to the guidewire shaft separation from the nose tip. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2017-02898.